Event description:
During review of programming history for this vns pt's implanted pulse generator to perform a battery life calculation, it was observed that on (B)(6) 2006, after the device was initially interrogated, a system diagnostic test was performed by the physician which "faulted" and the test did not complete. The physician then re-interrogated the device again and the settings were reprogrammed to the system diagnostic test settings. The physician did not re-program the settings to the initially interrogated settings, and thus the pt left the office as the unintended settings. The pt's device was interrogated next on (B)(6) 2006, where the settings were programmed back to the intended settings.

Manufacturer narrative:
Analysis of programming history.